Event description:
The user facility reported that during a gastroscopy procedure, the users reportedly noted unidentified material in the pt's mouth and in suctioned secretions. The users indicated that the material may have flaked from the exterior of the device. There was no allegation of pt harm. There have been no additional significant info obtained to date.

Manufacturer narrative:
Olympus had followed up with the user facility via telephone and in writing, however, only limited info was received regarding the reported event. The device referenced in this report was not returned to olympus for eval, and was said to have been sent to a third party service provider for service. An olympus sales rep visited the facility, and was shown an insertion tube said to have been from the subject device. The exterior surface of the insertion tube showed obvious damage consistent with chemical damage related to reprocessing. The gif-h180 instruction manual advises users to inspect the device prior to use, and warns users to never use the device if an irregularity is detected. The gif-h180 instruction manual also advises users that repairs should be performed by olympus. An olympus endoscopy support specialist (ess) has been dispatched to the user facility to provide in-service training to user facility personnel regarding appropriate reprocessing and inspection of endoscopes, and to provide educational materials if needed. This report is being submitted as a medical device report in an abundance of caution.